Manufacturer narrative:
The field service engineer (fse) determined the cause of event was the rinse assembly. The fse replaced the air pump and vacuum pump diaphragms and the rinse mechanism tubing. Various parts of the instrument were checked. Calibration was acceptable. Multiple abnormal aspiration alarms were noted on the alarm trace data around the time of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned 20 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Of the data provided, the results for 10 patient samples were discrepant. Refer to attached data for the patient results. The initial results were reported outside of the laboratory. The repeat testing was performed on a different line. The repeat results were believed to be correct. The crep2 reagent lot number was 49963101 with an expiration date of 31-may-2021.